Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an 8f vista brite tip guiding catheter and the catalog and lot numbers are not available. Lockau, h., liebig, t., henning, t., neuschmelting, v., stetefeld, h., kabbasch, c., & dorn, f. (2014). "Mechanical thrombectomy in tandem occlusion: procedural considerations and clinical results." Neuroradiology, 57 (6), 589-598. Doi: 10.1007/s00234-014-1465-5. This is one of two products involved with the reported event and the associated manufacturer report number is 9616099-2019-02909. As reported in the literature by lockau, h., et al. (2014). "Mechanical thrombectomy in tandem occlusion: procedural considerations and clinical results." Neuroradiology, 57 (6), 589-598. Doi: 10.1007/s00234-014-1465-5; report one case of vessel dissection occurred while using an 8f vista brite tip guiding catheter for a mechanical thrombectomy. The device was not received for analysis. Additionally, as the sterile lot number is not available, the device history record (DHR) reviews could not be performed. Without the return of the device for analysis or procedural films, the reported event of ¿vascular dissection¿ could not be confirmed. Based on the limited information available, a conclusive root cause may not be determined. Vascular dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the mechanical thrombectomy procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Patient, vessel, and procedural factors may have contributed to the reported event. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the literature by lockau, h., liebig, t., henning, t., neuschmelting, v., stetefeld, h., kabbasch, c., & dorn, f. (2014). "Mechanical thrombectomy in tandem occlusion: procedural considerations and clinical results." Neuroradiology, 57 (6), 589-598. Doi: 10.1007/s00234-014-1465-5; report one case of vessel dissection occurred while using an 8f vista brite tip guiding catheter for a mechanical thrombectomy.